Event description:
A malfunction was reported with the pump, identified by malfunction code malf 0, and it was confirmed that the device was still under warranty. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to switch to multiple daily injections as a backup insulin therapy, and a replacement pump was arranged. Technical support guided the customer on storing the pump before returning it using a prepaid label within ten days.